Event description:
Customer called to report high readings customer received readings of 212, 160, 112, and 170 which did not reflect the way customer felt. Readings were taken within a span of one and one half hours. The period of time between each test was not captured by the customer. The customer became unconscious, and paramedics were called. The paramedics received a reading of 26 on a meter of unk type. Customer was transported to the hosp, treated with glucose, and released.